Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All bolus programmed during testing were properly delivered. Device received with minor scratched display window display and case.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was over 400 mg/dl. Device failed the high pressure test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised